Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016.

Manufacturer narrative:
Remote service engineer (rse) recommended replacement of the speaker. The customer agreed and requested for parts to be shipped under contract. A replacement speaker was ordered and shipped to the customer site. Based on the information available and the communication conducted, the cause of the reported problem was the speaker. If additional information is received the complaint file will be reopened.

Event description:
It was reported the there was no sound from the speaker. The device was not in use on a patient at the time of event, there was no adverse event reported.